Event description:
A malfunction alarm labeled as malf 0 was reported, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, assisted in resetting it, and verified that the issue did not recur. The customer was advised to continue using the pump and to contact them again if the malfunction reappears, which the customer acknowledged and understood.